Event description:
Hospital staff used internal paddles to deliver a 5 joule shock. Reportedly, the staff did not believe the device delivered energy to the pt. The reporter stated no adverse effects to the pt as a result of device operation. Pt recovering at the time of this report.